Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. Associated malfunctions for this device: power switch short circuited, rexroth valve stuck, poppet valve not shifting, muffler leaking, tie wraps and clamps leaking.